Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's tubing blower chassis, tubing system board, tubing-low flow o2, tubing-fio2, and muffler assembly needs to be replaced due to dust and dirt contamination. The device's software was upgraded to latest revision. The unit passed final repair test.